Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings. On investigation, the alleged no power issue was not duplicated in the evaluation. Battery compartment crack was found below the grip pad with no evidence of moisture intrusion inside the compartment. Caps were not returned and test caps were used in the evaluation. The pump powered on with auditory and vibratory features; however, the display screen remained blank due to internal moisture damages. The incident of the blank screen may potentially lead the user to suspect the pump had no power when, in fact, power was present as evidenced by the audio tone and vibratory feature on start-up. Pump casing was opened and evidence of moisture intrusion was found inside the pump. The remaining testing could not be completed due to the blank screen and the moisture contamination and the power issue was not fully investigated.